Manufacturer narrative:
H4: the lot was manufactured from june 13, 2023 to june 15, 2023. H10: the device was received for evaluation. Visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor overinfused. The dose was delivered in less than 12 hours instead of 44 hours. The issue occurred during use. The device was filled with 4613 mg 5-fu and 5% glucose for a final volume of 110 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.